Event description:
It was reported that a rollator rolled out from beneath the user when she tried sitting on it, falling to the ground and getting a hip fracture. Should additional relevant information become available, a supplemental report will be submitted.